Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak at the beginning of a patient¿s hemodialysis (hd) treatment. The rn noticed the blood leak as soon as blood hit the dialyzer. Blood was visible in the dialysate compartment of the device. The rn stopped the blood pump and paused the treatment before blood reached the venous chamber. The machine, a fresenius 2008t machine, did not alarm. The rn said the machine did not alarm because the treatment was stopped before blood could reach the blood leak detector. Blood test strips were not used because they were deemed unnecessary. No physical damage was noticed on the dialyzer. Fresenius bloodlines were also being used for the treatment. The rn stated the patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine being used when the leak occurred was evaluated and passed all tests. It was confirmed that the dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that an internal dialyzer blood leak at the beginning of a patient¿s hemodialysis (hd) treatment. The rn noticed the blood leak as soon as blood hit the dialyzer. Blood was visible in the dialysate compartment of the device. The rn stopped the blood pump and paused the treatment before blood reached the venous chamber. The machine, a fresenius 2008t machine, did not alarm. The rn said the machine did not alarm because the treatment was stopped before blood could reach the blood leak detector. Blood test strips were not used because they were deemed unnecessary. No physical damage was noticed on the dialyzer. Fresenius bloodlines were also being used for the treatment. The rn stated the patient¿s blood was not returned; estimated blood loss (ebl) was 200 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The machine being used when the leak occurred was evaluated and passed all tests. It was confirmed that the dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port and adapter caps were attached to the returned device. The fibers were wet, and blood was noted throughout the dialyzer - even outside the fibers. During gross visual examination, a delamination was observed to be extending from approximately 160° to 290° on the cavity ID end, with the dialysate ports situated at 0°. Further examination of the complaint device did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a delamination is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) in the production of this lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.